Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device exhibited pre-syncopal behavior on several occasions. The patient was reported as pacemaker dependant. During interrogation the device's rvat (right ventricular automatic threshold) feature was then disabled, resolving the patient's symptoms. No further adverse effects were reported and to date the device remains implanted and in service. This event is related to a non - united states product advisory which boston scientific refers to as 'autogen rvat november 2014'. This product is not currently approved for sale in the united states and the event does not affect united states product.